Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 263mg/dl, 135mg/dl, 258mg/dl, 260mg/dl. Tests were done within <10 mins with a difference of 27%. Pt did not experience any adverse events. No further info has been reported.